Event description:
It was reported that there was no stent on the 2.5x38 mm xience xpedition balloon after removal of the protective sheath. The stent implant was found in a tray. The device was not used on the patient. The procedure was completed using a non-abbott stent. There was no resistance felt during removal of the protective sheath. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the reviewed information, no product deficiency was identified.